Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead had fractured and exhibited high impedance, high thresholds and a failure to pace. The patient had experienced palpitations and chest discomfort. Although temporary pacing was considered due to the pacing failure, medication was administered to increase the patient's heart rate. The lead remains in use but has been scheduled for replacement. No further patient complications have been reported as a result of this event.